Event description:
Thirty three minutes into abdominal total hysterectomy, the monitored inspired co2 level was 3 on anesthesia gas machine. Previous reading was 0. No reverse flow in circuit. Etco2 rose from 30 to 32. Pt was removed from circuit and ambued. O2 sat maintained at 100% with stable vital signs. Pt's status never changed. While ambusing pt, there was a normal capnograph wave form with no inspired co2 on the machine. Equipment was thoroughly checked. Pt placed back on circuit. Normal wave form for about 1 minute and then the inspired co2 rose again. Pt again ambued. Cartridges were removed and found to be exhausted (violet in color). This color could not be detected until cartridges were removed from the smoke-colored cannister assembly. Problem: absorber cannister assembly came smoke-colored from MFR which camoflaged violet color of exhausted co2 absorber granules.